Event description:
During robotic colon surgery the stryker the suction feature of the suction irrigator was used several times then placed in the instrument pouch on the side of the sterile drape. The physician assistant (pa) assistance was leaning against this part of the sterile drape and noticed a sensation on her abdomen. She looked and noticed that the there were bubbles and steam/vapor coming from around the buttons on the handpiece of the suction irrigator. When the device was picked up to inspect, the handpiece was noted to be hot. The device was removed from the sterile field and circulator staff noted that the battery was still running even though the device was not in use. The tubing connecting the battery to the device had to be cut in order for it to stop. There was no harm to patient or staff. The sterile drape was inspected and the integrity was found to be intact. 51 years old (y/o) male with past medical history (pmh) diverticulosis with recent hospitalization (B)(6) for exacerbation requiring antibiotic treatment presented on (B)(6) 2025 for robotic xi possible open sigmoid colectomy possible ostomy.